Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of turbohawk and silverhawk peripheral plaque excision systems. Survey results received for an interventional cardiologist with 23 years¿ experience who was been using the silverhawk directional atherectomy system since 2007 and the and turbohawk since 2010. The physician has used a total of 300 silverhawk peripheral plaque excision systems with 8 of these being used in the past 12 months. The physician reported the device related complications of arterial dissection, arterial perforation, arterial, and arteriovenous fitsula during use of the device ¿ all of which were treated endovascularly with a stent. None of these events were reported previously to medtronic. The physician all of the events to be not at all concerning.